Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within specified ranges on (B)(6) 2021. A low trend in control values was observed. Calibration and control data showed no indication of a reagent issue. Sample results below the measuring range do not qualify for dilution in general. Per product labeling: "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (automatically by the analyzers). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml). After dilution by the analyzers, the software automatically takes the dilution into account when calculating the sample concentration. The endogenous analyte concentration of the diluent (< 220 pmol/l or < 60.0 pg/ml) is not taken into account for dilutions above the measuring range." The endogenous analyte in the diluent can cause samples with initial values below the measuring range to be up to 600 pg/ml when diluting at the recommended dilution factor of 1:10 or higher. A high dose hook effect can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained sample resulted in an lh value of 2.62 iu/l and a prog value of 0.831 nmol/l. The estradiol value of < 18.35 pmol/l was believed to be correct.

Manufacturer narrative:
The sample probe was cleaned and was primed. The pinch valve tubing condition was checked and was ok. The alignment of probes were checked and these were ok. No obvious hardware abnormality was observed. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer and a cobas 8000 e 801 module. An incorrect result was reported outside of the laboratory. The sample was initially tested at the customer site on the e411 analyzer. The sample was repeated multiple times both with and without dilution. Dilutions of the sample were performed either automatically by the analyzer or manually. During troubleshooting, the on-board diluent was also changed and the sample was repeated after dilution. The sample was also sent to another site for testing on an e 801 analyzer where the sample was repeated both with and without dilution. Some repeats performed on the e 801 analyzer were done after manually diluting the sample with another patient sample that had low estradiol concentration. An estradiol value of < 18.35 pmol/l was reported to the clinician as this result had the highest occurrence out of multiple repetitions. Other tests performed on the patient sample showed good consistency in results. The serial number of the customer's e411 analyzer is (B)(4). The serial number of the e 801 analyzer used at the second site was requested, but not provided.